Manufacturer narrative:
A philips remote service engineer (rse) tried reaching out to the customer who reported that the issue had been resolved but could not provide any details. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that the pc was knocked over and now there is no sound from the speaker. The device was in use on patient at time of event, there was no adverse event reported.